Event description:
It was reported by the patient that she underwent a dental procedure on an unknown date and suture was used. The patient stated that the suture did not absorb and needed to be removed 5 to 6 days later due to pain and swelling. No additional information reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-03907. The same patient is represented in each medwatch.